Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of chronic pain.

Event description:
It was reported that this pacemaker device, right atrial (ra) lead and right ventricular (rv) lead, were explanted due to patient experiencing chronic pain. There were no reports of any abnormal measurements or no reported product allegations. There was no new device implanted. Besides surgical intervention, no additional adverse patient effects were reported.